Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: during a procedure surgeon was inserting the va locking screw into the va lcp plate, distal row most styloid. Surgeon was using the guide block and torque driver and the screw penetrated the plate without fixation. Surgeon did not remove the screw and is monitoring the patient. This is 1 of 2 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. DHR review completed. No related issue was found. The investigation could not be completed; no conclusion could be drawn, as no product was received.